Event description:
The customer called to report problems with the insulin pump. The customer felt that it was not delivering insulin properly as she had a high blood glucose of 540 mg/dl yesterday, followed by a blood glucose of 380 mg/dl after delivering 1.5 units of insulin. The customer stated that the insulin pump was not giving her insulin since yesterday. The customer then stated that this morning the insulin pump over delivered insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. However, the customer did report getting a no delivery alarm during the basal rate delivery. Further troubleshooting was not possible as the buttons became stuck, and the numbers were ramping up on their own. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. Cracked reservoir tube lip and battery tube threads noted. All buttons function properly. No ramping numbers noted on the display. However, corroded keypad traces were noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.